Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left leg. A 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 4 atmospheres, it was noted that the balloon was not inflating and there was a small pinhole in the distal part of the balloon. The procedure was completed with a 2mm x 40mm x 144cm balloon catheter. There were no patient complications nor injury reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an coyote es balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. There was tip damage. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left leg. A 2 mm x 40 mm x 144 cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 4 atmospheres, it was noted that the balloon was not inflating and there was a small pinhole in the distal part of the balloon. The procedure was completed with a 2 mm x 40 mm x 144 cm balloon catheter. There were no patient complications nor injury reported.